Manufacturer narrative:
The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Visual evaluation of the returned device found the basket was closed. The side car-rx was found torn and presented pushback out of specification. Functional evaluation found the basket would easily extend and retract. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices could have contributed to the failures of side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire came out from the proximal part of the side car-rx (guidewire port). The procedure was completed using another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.